Event description:
Health professional reported "no fluid found in the band on multiple tries." The device is currently still implanted in the pt and will be explanted on a later date. Further follow-up will be conducted to gather additional info.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2010. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number was given. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."